Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high ventricular rate episodes due to rv lead noise were observed via remote transmission. The noise first appeared on an auto-mode switch event. It was discussed that the physician may wish to have the patient come into clinic for further lead evaluation.

Event description:
New information received notes that programming changes were made and resolved the lead noise. The patient's condition was stable before, during, and after the event.